Event description:
A customer contacted beckman coulter inc. (Bci) regarding the coulter maxm with retics analyzer which generated erroneously low complete blood count (cbc) results without instrument generated flags on the subsequent runs for a single patient specimen. The erroneous results were reported outside the laboratory. Physician questioned the cbc results. The same patient specimen was rerun in primary mode twice and each time cbc results were lower. The customer considered the initial results as correct and the patient was not redrawn. The results, provided by the customer. Based on the information provided by the customer, there was no affect on patient treatment.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched and found that a black plug came off the vent chamber. The fse plugged the open fitting with a tubing to substitute for the black plug, which resolved the issue. The root cause for the erroneous results is specimen dilution caused by the missing plug.